Event description:
New information received notes programming changes were made to resolve the event. The patient was stable.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with post-sensed t wave oversensing. No changes were reported. The patient was stable.